Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
D10: (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-15-06 - rs glenoid plate ext cag +10mm cage peg, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm, (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately five (5) years after a left reverse total shoulder replacement surgery, a patient underwent a revision procedure of the humeral tray, liner and humeral stem. X-rays and images were provided. Observations of the tray and liner noted the torque screw was intact between the liner and the tray but there was no screw threads left. There was no screw observed on x ray, and no metallosis observed. It was reported the surgeon could not find the threaded part of the break off screw anywhere in the stem or the patient. The humeral liner was noted to have minimal wear. There were no surgical delays or prolongation. No medical or surgical interventions were reported. The patient was last known to be in stable condition following the event. No additional information is available.